Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix stent graft system. The date of the initial procedure is unknown. At routine follow-up a type ia endoleak, type ii endoleak (non-device related) and neck enlargement were identified. Reintervention was completed with the implant of an palmaz (non-endologix) stent. The patient status post-reintervention was not reported.

Manufacturer narrative:
H6: health effect - clinical codes - remove code 1708

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia and type ii endoleak of the internal mesenteric artery are confirmed. The additional endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the type ia endoleak could not be determined. Type ii endoleak is anatomy related. Procedure related harms for this complaint could not be determined. No contributing factors were identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.